Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope had a stent stuck in the channel of the forceps passage. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found in the channel of the forceps passage.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the forceps passage was clogged with foreign material. Additionally, there was no passage through the brush passage, the leak check could not be performed due to the clogged channel, the control knob movement had play, the distal end plastic cover had dents and scratches, the objective lens had a tiny chip and the bending section cover glue had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.